Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted and replaced due to lead migration. The ipg was electively replaced.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-33470, 3006705815-2020-33471. It was reported that the patient may undergo surgical intervention. The exact reason is unknown to the manufacturer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.